Event description:
No additional information reported.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: all poly patella cemented 29 mm diameter catalog 42540000029 lot 63395895 femur cemented(ps) narrow right size 4 catalog 42500005602 lot 62460026 tibia cemented 5 degree stemmed right size c catalog 42532006402 lot 11019302. Report source: (B)(6). It is unknown whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0002648920-2019-00594, 0002648920-2019-00595.

Event description:
A patient enrolled in a clinical study, for knee total arthroplasty and began experiencing unknown complications approximately one (1) month post implantation. Subsequently the patient underwent a revision approximately twenty one (21) months post implantation, replacing the tibial articular surface and patella components. No additional information is available at this time.